Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: timur m. Urakov, md, ken hsuan-kan chang, md, s. Shelby burks, md, and michael y. Wang, md neurosurg focus 42 (5):e4, 2017 (USA). The aim of this study was to report evaluates the feasibility of robot-assisted pedicle instrumentation in an academic environment with the involvement of residents and fellows. The following complication was reported: one report of screw dislodgement. Expedium and viper products were used as a part of this study. A copy of the literature article is being submitted with this medwatch.